Event description:
Information received from the field does not address the patient's clinical status but notes 264 ohms bipolar ventricular lead impedance. The capture threshold was 2.0 v, 1.5 ms in unipolar. Programming changes were made to discourage ventricular pacing, currently at 55%. Since the r-wave amplitude was at 1.5 mv in bipolar and 3.15 mv in unipolar, the clinician programmed the sense configuration to unipolar and left the sensitivity at 2.0 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received